Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned coil system found the implant stretched at the proximal section, damaged, and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. Further inspection found the pusher bodycoil offset/overlapping at approximately 39cm from the pusher heater coil, and the pusher hypotube bent at the proximal section. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: during mca aneurysm coiling, the physician was using this hydrofill coil when it became loose from the pusher wire in the distal portion of the headway duo before reaching the targeted aneurysm. The duo was pulled out with the coil inside and they were able to push the coil out of the duo. Another coil was used and the case continued as planned with no injury to the patient. No other incident information was provided.